Event description:
The consumer reported that the event took place in 2016. The patient had notified their managing health care provider (hcp) about what was happening including the issue and wanting it taken out 1 week prior to (B)(6) 2016. The patient had not met with anyone for any adjustments.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-33, lot# va0d0dr, implanted: (B)(6) 2014, product type: lead.

Event description:
A patient reported their device had never worked. They stated that the device bothers them and it just was not working. They had not talked to their healthcare provider (hcp) about it. The patient continued to stated that the settings on it do not help and the wires are bothering them causing an icky feeling. There was no allegation of a sudden occurrence. The implantable neurostimulator was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.